Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between march 20, 2020 to march 21, 2020. H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area of both samples.the reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. The remaining twenty- eight (28) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty (30) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle spike port. This issues was identified during compounding. There was no patient involvement. No additional information is available.